Event description:
A facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary:the customer reported problem of "f-38" was confirmed during evaluation by technical services. However, the cause of the problem was not identified. The device was returned unrepaired. Should additional information become available, a follow-up MDR will be submitted.